Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 900 bd insulin syringes with the bd ultra-fine¿ needle had "white glue" found in their barrels before use.

Manufacturer narrative:
Investigation summary: customer returned (800) 3/10cc, 8mm, 31g syringes (30 in open poly bags, 770 in sealed poly bags) with the shelf cartons from lot # 8044941. Customer states that there is foreign matter in the barrel such as white glue. All 5 noted samples as well as 30 additional samples (15 from the open poly bags, 15 from the sealed poly bags) were examined and 6 samples exhibited a small amount of clear liquid in the barrel that was reflecting the light off of the plunger rod causing it to appear white in color. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. CAPA # (B)(4) and situation analysis # bddc-16-871-sa have been opened to address this issue. A review of the device history record was completed for batch # 8044941 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for excess silicone include: the first is that some associates do not degas the silicone after refilling the tanks. Second, the silicone volume on the pump is a parameter that is being adjusted, but is not understood and could be a potential kpiv.

Event description:
It was reported that 900 bd insulin syringes with the bd ultra-fine¿ needle had "white glue" found in their barrels before use.